Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure that it was reported that the device misfired. There was a delay of unknown length reported. Upon receipt, it was noticed that the device was missing t1 and t2 was still present. No patient injury was reported.

Manufacturer narrative:
Visual assessment of the device showed the actuator in the t2 pre-deployment position indicating a deployment of t1 and pre deployment of t2. Three pieces of suture were returned with t2 attached. One of the implants is broken in two pieces. The device was functionally tested for proper actuator advancement and cycling, the device functioned as intended. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).